Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. The pt's aortic bifurcation measured 15 mm. A luminexx metallic stent was implanted at the distal end of the trunk-ipsilateral leg component to prevent invagination. On (B)(6) 2011, the pt presented with pain in the left leg. A computed tomography revealed the small diameter of the aortic bifurcation compressed the right side of the trunk-ipsilateral leg component into the left causing invagination and occlusion of the left leg. On (B)(6) 2011, the pt underwent a thrombectomy and an express stent was implanted. Blood flow to the lower limb was completely recovered and the invagination was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder physician clinical training didactic states that gore recommends that the distal neck flow lumen should be greater than or equal to 18 mm to accommodate both legs of the gore excluder aaa endoprosthesis. It warns that a distal neck flow diameter greater than 18 mm could lead to possible adjacent limb competition, focal compression or flow impairment.